Event description:
A malfunction was reported. There was no information available regarding the impact on the customer's blood glucose level at the time of the event. Customer declined to provide information regarding alternate insulin therapy.